Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Neither the modem nor the ac charger were returned with the device. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After completing other unrelated repairs and observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.